Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-25118. It was reported the pt was unable to stand and move her right arm and hand after undergoing an scs system implant. Post-op, the pt was in pain and could not tolerate high levels of amplitude but programming was successful. Later, the pt could not move her right arm and hand where the 3169 lead was placed and the physician decided to remove the lead. After the removal of the 3169 lead, the pt was unable to stand. The pt was hospitalized overnight and evaluated by other healthcare specialists. After eval, the physician explanted the remainder of the scs system on (B)(6) 2013. An MRI and CT scan were taken and revealed a congenital av malfunction. The physician also thinks the lead put pressure on circulation of the spinal cord. The pt is recovering and is able to walk with a walker and can write.